Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: on (B)(6) 2023, an attempt was made to create an i.o. Access in the tibia with a 25 mm needle in a 19-year-old patient. After insertion during drilling, the needle started to rotate unevenly at the front and scraped the periosteum. There was soft tissue damage. On the second attempt, different side tibia, same problem. Associated to 3011137372-2023-00251 and 3011137372-2023-00250.

Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for investigation. The customer also returned one unopened representative sample of a 25mm needle set + stabilizer. Visual inspection of the returned needle set revealed no damage or defects. The needle set was then subjected to simulated saw bone insertions. This functional test is used to determine whether the returned needle set still has the capability to insert into a medium and/or hard bone. Two (2) saw bones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch while applying approximately 8 lbs. Of force on a weight scale. Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3)insertion 1: 2.78 secs, insertion 2: 2.58 secs, insertion 3: 2.71 secs , hard profile (105 lbs/ft3) insertion 1: 3.64 secs, insertion 2: 3.49 secs, insertion 3: 3.46 secs. The needle successfully negotiated both the medium and hard saw bone insertion testing. A review of the device certificate of compliance was performed with no findings available. The ez-io needle IFU states , "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." The device was released in 05/2023 and is approximately 7 months old. The reported complaint could not be confirmed. A representative sample was returned along with the actual sample that resulted in the complaint issue. Functional testing revealed no fault found with this needle set as it was able to negotiate both the medium and hard saw bones during insertion testing. No defects or anomalies were observed with the returned needle set. A review of the certificate of compliance was performed and no recorded results of manufacturing issues or anomalies were reported. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: on (B)(6) 2023, an attempt was made to create an i.o. Access in the tibia with a 25 mm needle in a 19-year-old patient. After insertion during drilling, the needle started to rotate unevenly at the front and scraped the periosteum. There was soft tissue damage. On the second attempt, different side tibia, same problem. Associated to 3011137372-2023-00251 and 3011137372-2023-00250.